Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 0.9, lab: 2.4. Pt's therapeutic range; 2.0-3.0 inr. Pt's last dose of coumadin was taken the day before discrepant result.

Manufacturer narrative:
Investigation pending.